Manufacturer narrative:
A manufacturing investigation summary was conducted/performed. The report indicates that the: article 319.010 returned and forwarded to manufacturing plant (B)(4) for evaluation. The product was returned in a packaging different from the original packaging. The laser etching was readable. All dimensions relevant for the complaint failure were measured, and fulfill the specifications. The material was also checked. For the materials which are tracked by lot numbers the direct charge was inspected. For raw materials, which are not tracked by lot numbers the certificate of the shipment, which was closest to the manufacturing date was checked. The result leaded to the conclusion, that the correct material was processed. Based on this the complaint is rated as not confirmed and not valid from the point of view of the manufacturing site. As the complained problem could not be confirmed the root cause could not be determined. No manufacturing failure related issue was identified and/or found. The complained problem could not be confirmed and the root cause could not be determined. Therefore review to the specific prm and prm line is not applicable and the dispositions is unconfirmed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided by reporter. The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports: it was reported that a slider of the reported depth gauge did not move smoothly during distal clavicle fracture surgery on (B)(6) 2015. No surgical delay was reported. No adverse consequences were reported. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes manufacturing location was discovered upon receipt of subject device. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: 319.010 / lot 9167894, manufacturing location: (B)(4), manufacturing date: 11th november 2014. No ncrs were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Synthes manufacturing location was discovered upon receipt of subject device. Device is an instrument and is not implanted/explanted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.